Manufacturer narrative:
(B)(4). Foreign country: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument fractured. No adverse events have been reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. Product has been received by zimmer biomet and a review of the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified there are indentations to the body and to both the top and bottom side of the strike plate. The post moving from the trigger to the strike plate side of the device is missing with no fractured pieces remaining. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.the following sections have been updated: b4; b5; d2; e1 g3; h2; h3; h6; h10.visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided.device history record was reviewed and no discrepancies related to the reported event were found.root cause was unable to be determined.if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.